Manufacturer narrative:
Corrected data: h6 component code.

Event description:
Related manufacturer reference number:2184149-2024-00051 it was reported that during a rf procedure while performing a bipolar thermos lesion an error message was received stating that the temperature on dual channels were increasing too slowly. Troubleshooting did not resolve the issue. As such, the procedure was not completed. There was no adverse patient consequence.

Manufacturer narrative:
The event of temperature ramps up too slowly was reported to abbott. During an rf procedure while performing a bipolar thermos lesion an error message was received stating that the temperature on dual channels was increasing too slowly. Troubleshooting did not resolve the issue. The procedure was not completed. The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.